Event description:
Spinal cord injured patient was implanted with the freehand system on october 2, 1998. Three days post-operative, the physician noted clear drainage from "adp" incision and treated with 2 week course of oral antibiotics. On 10/30/98, patient was admitted to the hospital with open wound at connector site that cultured "orsa". Wound was treated and patient was given intravenous vancomycin. Patient transferred to another hospital on 11/11/98 and device (implantable receiver=stimulator and 8o epimysial electrodes) explanted on 11/12/98 to prevent further progression of infection. Patient given 6 week course of intravenous antibiotics. Infection resolved.